Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the clinicians noticed fluid leaking out of a cracked 60 ml bd¿ syringe with bd luer-lok¿ tip. Found during use, with no serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: no photos or samples were received in the columbus plant for evaluation therefore failure mode could not be verified and root cause could not be determined. A review of the device history record could not be performed as a lot number was not provided for this incident. Investigation conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.